Manufacturer narrative:
Please note that the following information was updated in this file: it was reported that the patient underwent revascularization of the dlad/mlad on (B)(6) 2012 approximately twenty-seven months after the index procedure. There was instent restenosis of the cypher stent of the native lad with 85-90% restenosis and the lesion length was approx 20mm in length. It was also reported that there was also instent restenosis of cypher stent of the mid lad of the svg with 70-80% restenosis and the lesion length was approx 16mm in length. The outcome of the event was resolved without sequelae. Based on the available information, the coronary artery restenosis cannot be ruled out and may have been related to both previously placed cypher stents. According to the investigator, this event was not related to the cypher stent, index procedure, or study drug. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00093 and 3003742446-2012-00087.

Event description:
As reported via (B)(6) study, a patient experienced elevated cardiac enzymes post index procedure and worsening of cad approximately eleven months after the index procedure. At the time of the index procedure, the angiography revealed 80% stenosis in the svg mid lad. The lesion was described as 35mm in length and class b2. The lesion was pre-dilated with a 3 x 30mm balloon at 10atm and 2 cypher stents (3 x 33mm and 2.75 x 33mm) and a xience stent was implanted overlapping to fully cover the lesion. Information in the database shows the patient's enzymes were elevated post index procedure. There were no procedural complications noted and the patient was discharged the following day. Approximately 11 months post procedure, the patient suffered an adverse event of worsening cad - with unstable angina and an abnormal nuclear stress test. A diagnostic left heart cath was performed and showed that the svg to the lad was patent, which is where the cypher stents were placed. A new lesion was treated in the proximal right coronary artery (rca). There was a 70% stenosis in rca (balloon used only). No cypher stent was previously placed in the rca. Rca lesion was not within 5mm of previously placed cypher stent in the svg mid lad. Approximately 14 months after the index procedure, the patient underwent revascularization of lad that was described as 95-100% occlusion in the lad and not within 5mm of the previously placed stent in the svg mid lad. According to the investigator, the events were not related to the cypher stent, index procedure, or study drug. Addendum ((B)(6) 2012): it was reported that the patient underwent revascularization of the dlad/mlad on (B)(6) 2012 approximately twenty-seven months after the index procedure. There was disease of mid lad of the svg; in-stent restenosis of the cypher stent, 70-80%; and the lesion length approx 16mm in length. The outcome of the event was resolved without sequelae. According to the investigator, this event was not related...

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00093 and 3003742446-2012-00087.

Manufacturer narrative:
Complaint conclusion: as reported via (B)(4) study, a patient experienced elevated cardiac enzymes post index procedure and restenosis approximately 27 months post index procedure. This is an (B)(6) male with medical history including angina, pci (B)(6) 2006, CABG 1998, unstable angina pectoris, peripheral artery disease, hyperlipidemia, hypertension, atrial fibrillation, myocardial infarction 1980, allergy to adhesive tape, ischemic cardiomyopathy, arrhythmias, post aicd implantation, gerd, aortic aneurysm repair, left iliac stent, left hip replacement, gallbladder surgery, and gastroesophageal reflux disease. At the time of the index procedure ((B)(6) 2010), the angiography revealed 80% stenosis in the svg mid lad. The lesion was described as 35mm in length and class b2. The lesion was pre-dilated with a 3 x 30mm balloon at 10atm and 2 cypher stents (3 x 33mm and 2.75 x 33mm) and a xience stent was implanted overlapping to fully cover the lesion. Information in the database shows the patient's enzymes were elevated post index procedure: 6-12 hours post procedure: ck-mb 6.94 (6.30), troponin I 0.90 (0.5). At 16-24 hours post procedure: ck-mb 11.63 (6.30), troponin I 1.25 (0.5). There were no procedural complications noted and the patient was discharged the following day on dual anti-platelet therapy. Approximately 11 months post procedure ((B)(6) 2010) the patient suffered an adverse event of worsening cad - with unstable angina and an abnormal nuclear stress test. A diagnostic left heart cath was performed and showed that the svg to the lad was patent, which is where the cypher stents were placed. A new lesion was treated in the proximal right coronary artery (rca). There was a 70% stenosis in rca (balloon used only). No cypher stent was previously placed in the rca. Rca lesion was not within 5mm of previously placed cypher stent in the svg mid lad. This event was captured as a non-complaint. Approximately 14 months ((B)(6) 2011) after the index procedure, the patient underwent revascularization of lad that was described as 95-100% occlusion in the lad and not within 5mm of the previously placed stent in the svg mid lad. According to the investigator, the events were not related to the cypher stent, index procedure, or study drug. It was reported that the patient underwent revascularization of the distal lad and mid lad in (B)(6) 2012 approximately twenty-seven months after the index procedure. There was instent restenosis of the cypher stent of the native lad with 85-90% restenosis and the lesion length was approx 20mm in length. It was also reported that there was also instent restenosis of cypher stent of the mid lad of the svg with 70-80% restenosis and the lesion length was approx 16mm in length. The outcome of the event was resolved without sequelae. According to the investigator, this event was not related to the cypher stent, index procedure, or study drug. Approximately twenty-eight months ((B)(6) 2012) after the index procedure, a patient experienced exacerbation of chf that was medically managed. The outcome of the event was resolved without sequelae. According to the investigator, the event was not related to the cypher stent, index procedure, or study drug. This event was captured as a non-complaint. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15065136 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, hyperlipidemia and known coronary artery disease. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00093 and 3003742446-2012-00087.

Manufacturer narrative:
As reported via (B)(4) study, a patient experienced elevated cardiac enzymes post index procedure, mi and restenosis approximately 27 months post index procedure. This is an (B)(6) male with medical history including angina, pci (B)(6) 2006, CABG 1998, unstable angina pectoris, peripheral artery disease, hyperlipidemia, hypertension, atrial fibrillation, myocardial infarction 1980, allergy to adhesive tape, ischemic cardiomyopathy, arrhythmias, post aicd implantation, gerd, aortic aneurysm repair, left iliac stent, left hip replacement, gallbladder surgery, and gastroesophageal reflux disease. At the time of the index procedure ((B)(6) 2010), the angiography revealed 80% stenosis in the svg mid lad. The lesion was described as 35 mm in length and class b2. The lesion was pre-dilated with a 3 x 30 mm balloon at 10 atm and 2 cypher stents (3 x 33 mm and 2.75 x 33 mm) and a xience stent was implanted overlapping to fully cover the lesion. Information in the database shows the patient's enzymes were elevated post index procedure: 6-12 hours post procedure: ck-mb 6.94 (6.30), troponin I 0.90 (0.5); 16-24 hours post procedure: ck-mb 11.63 (6.30), troponin I 1.25 (0.5). There were no procedural complications noted and the patient was discharged the following day on dual anti-platelet therapy. Approximately 11 months post procedure ((B)(6) 2010) the patient suffered an adverse event of worsening cad - with unstable angina and an abnormal nuclear stress test. A diagnostic left heart cath was performed and showed that the svg to the lad was patent, which is where the cypher stents were placed. A new lesion was treated in the proximal right coronary artery (rca). There was a 70% stenosis in rca (balloon used only). No cypher stent was previously placed in the rca. Rca lesion was not within 5 mm of previously placed cypher stent in the svg mid lad. This event was captured as a non-complaint. Approximately 14 months ((B)(6) 2011) after the index procedure, the patient underwent revascularization of lad that was described as 95-100% occlusion in the lad and not within 5 mm of the previously placed stent in the svg mid lad. According to the investigator, the events were not related to the cypher stent, index procedure, or study drug. It was reported that the patient suffered an mi and underwent revascularization of the distal lad and mid lad in (B)(6) 2012 approximately twenty-seven months after the index procedure. There was instent restenosis of the cypher stent of the native lad with 85-90% restenosis and the lesion length was approx 20 mm in length. It was also reported that there was also instent restenosis of cypher stent of the mid lad of the svg with 70-80% restenosis and the lesion length was approx 16 mm in length. The outcome of the event was resolved without sequelae. On (B)(6) 2012, cardiac enzymes were normal in range. On (B)(6) 2012 after the procedure, enzymes were normal in range. Second set on (B)(6) 2012 revealed ckmb to be 56.6 (6.3 unl). ECG core lab reported the ECG was uninterpretable due to an inadequate tracing quality and an unreadable reproduction. The patient was not admitted with an mi. Adjudication minutes agreed with the code of arc (peri-procedural pci). According to the investigator, this event was not related to the cypher stent, index procedure, or study drug. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15065136 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, hyperlipidemia and known coronary artery disease. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00093 and 3003742446-2012-00087.

Manufacturer narrative:
Concomitant medications included coreg, digoxin, lipitor, nitroglycerine, omeprazole, simvastatin, and spironolactone. Additional information will be submitted within 30 days of receipt.

Event description:
Addendum (11/06/2012): additional info received regarding (B)(6) 2012 procedure through cec adjudication minutes indicated that the patient had a myocardial infarction (peri-procedural pci) on (B)(6) 2012. As previously reported, the patient had undergone ptca treatment with stenting of the distal portion of lad and mid shaft of the svg leading to the lad on (B)(6) 2012. On (B)(6) 2012, cardiac enzymes were normal in range. On (B)(6) 2012 after the procedure, enzymes were normal in range. Second set on (B)(6) 2012 revealed ckmb to be 56.6 (6.3 unl). ECG core lab reported the ECG was uninterpretable due to an inadequate tracing quality and an unreadable reproduction. The patient was not admitted with an mi. Adjudication minutes agreed with the code of arc (peri-procedural pci).